Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient had a burn from the grounding pad on patient's left calf that looked like a little triangle on the leg.